Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.

Event description:
One false negative result for one symptomatic patient. The patient tested negative for 3 consecutive days and positive on the 4th day using a throat swab (off-label use). No confirmatory testing was completed. Additional reports will be filed for the additional events.